Event description:
The customer reported issues with the shifeng 25g 1" safety needle including difficulty engaging the safety & the safety device breaking off when engaging the safety. Approximately (B)(4) faulty needles were received. No information was received regarding any serious injury as a result of this product malfunction.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Customer was able to identify the supplier as shifeng; however, was unable to provide a reorder number. We have notified (B)(6) for awareness.